Event description:
The customer reported having difficulties with eico2 with calibration and ambient readings. There was no info provided regarding pt involvement.

Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.